Event description:
The customer reported that he experienced low blood glucose levels this morning, and when he came to, he was surrounded by emt's, and was on a glucose IV. The customer stated that his blood glucose was too low to register on the meter. The customer stated that he may have counted his carbohydrates incorrectly prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.